Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient's left knee was revised for pain and stiffness. There was a 5mm poly in so the option to downsize the thickness was not an option. The tibial component was revised only. Doi: (B)(6) 2017, dor: (B)(6) 2018, left knee.

Manufacturer narrative:
No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.